Event description:
Customer reported a past incident of high blood glucose levels, with the exact value unknown but indicated as "high." Reportedly, the customer was using off-label insulin. Tandem technical support educated the customer on approved insulins for the pump. To address the situation, the customer primarily changed the infusion set and once changed the cartridge early. Customer was advised by technical support to consult with a healthcare professional for further guidance, and the case was closed.